Event description:
The reported description of this complaint notes that there is a technical alarm message "speaker malfunction". It is also noted that there are audio tones being produced from the monitor. No patient harm